Event description:
This is same patient associated with medwatch ID#s 2028368-2003-00398 and 2028368-2003-00400. Patient reported that doctor has removed and replaced access port due to suspected leakage. Reporter also indicated that doctor has subsequently suspected possiblity of leakage from band as port replacements have been unsuccessful.